Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific recieved informaton that this right ventricular (rv) lead was replaced due to out of range pacing impedance measurements. The rv lead was surgically abandoned. No additional adverse patient effects were reported.